Event description:
It was reported that there was an end of service (eos) message two days prior to the report. It was noted that the patient had the device implanted four months prior to the report. The next day, it was reported that there was an early replacement indicator (eri) message and the patient was running the device at 5-6 volts on 24/7 with two programs. It was unclear if the patient had seen an eri or an eos message. It was later reported that the patient had gotten a shocking or jolting sensation and the patient started to get jolting a long time ago but did not have a specific date. It was noted that the patient had not had any falls or trauma but the patient had been out in the yard a lot. It was reported that an eri message was seen 10 days prior to the report. A longevity calculation between 6-9 months was estimated using the patient¿s settings and estimated settings. It was noted that the battery voltage was at 2.645 volts, and the eos message doesn¿t occur until the battery reaches 2.2 volts. Three days later, it was reported that the device battery was depleting soon, and the patient was quoted for the device having longevity of four years. It was noted that the patient would have chosen the rechargeable device if she had known that the longevity was so short on the nonrechargable device. It was noted that the patient had pain and suffering from surgery. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).